Manufacturer narrative:
D9 updated; the product has been returned. The investigation is ongoing.

Manufacturer narrative:
The cause of the hematuria was not determined due to insufficient clinical details. The pump passed all post sterile inspection checks.

Event description:
A 62-year-old male with a medical history significant for coronary artery disease, diabetes mellitus, and renal insufficiency was implanted with an impella 5.5 device for mechanical circulatory support. The indication for use was heart failure with cardiogenic shock, classified as cardiomyopathy, acute decompensated chronic, ischemic etiology. The impella device was surgically implanted via the right axillary artery. Prior to impella support, the patient required multiple inotropic and vasopressor therapies (greater than three agents), respiratory support, and extracorporeal membrane oxygenation (ECMO). The society for cardiovascular angiography and interventions (scai) shock classification at initiation of impella support was stage e and changed to stage d, day 4 of support. However, the following date scai returned to stage e which remained unchanged. On post-implant day 1, red-colored urine was observed. The discoloration was temporally associated with administration of cyanokit, which was given for treatment of vasoplegia and is known to cause red discoloration of urine as a documented pharmacologic effect. Urinalysis performed confirmed the absence of red blood cells, and laboratory evaluation did not demonstrate evidence of hemolysis. The patient remained on impella support without interruption. Although the urine discoloration was attributed to cyanokit administration, red or dark-colored urine is a known clinical finding associated with impella use and may occur in the setting of device-related hemolysis, as described in the impella instructions for use. Potential contributing factors include high pump speeds, malposition of the device, or patient-specific conditions such as severe cardiogenic shock and renal dysfunction. In this case, no evidence of hemolysis was identified. Additionally, further information noted the physician was aware of the drug cyanokit's side effect and did not feel it was hematuria as the urine analysis results showed no red blood cells present as well.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.